Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer went to pool with the insulin pump and it's not working. Customer stated they do hear fluid when shaking the insulin pump. Customer stated the insulin pump was not dropped. Customer stated there was not cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.